Manufacturer narrative:
Medrad service representative replaced part. The original part was returned to medrad. The original manufacturer has been informed of this incident.

Event description:
Hospital reported the c-clamp on the center post of the overhead counterpoise system dropped down and the metal under the c-clamp was exposed.